Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was not able to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.